Event description:
The wife of a (B) (6) male patient contacted lifecor customer support to report that neither battery pack will go all the way into the monitor. She reports that there are no foreign objects in the battery well and she is unable to identify any bent pins. The patient was heard in the background stating that the contacts were turned. Support sent the patient a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) has been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unknown, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor.